Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet, which triggered a ¿dosing stops soon¿ alert and indicated the cgm was not paired; dosing and blood glucose were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy and no medical intervention. Investigation included technical support troubleshooting and user education on repairing the cgm connection, confirmation of the sensor code, and communication of pairing and warmup expectations. Investigation of this case revealed successful reattempt steps were provided, with pairing failure attributable to a temporary connectivity issue between the cgm and the ilet. It was concluded that the device functioned as designed once pairing steps were followed and no device malfunction impacting glucose control was identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.